Event description:
Customer reports that she received results of 72mg/dl and 195mg/dl on the same device within 5 minutes. When reviewing the device memory, an additional comparison of 38mg/dl and 149mg/dl was performed within 2 minutes of the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.